Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, restenosis occurred. The target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a taxus liberte 2.5 x 24 mm study stent with 0% residual stenosis. During the index procedure, a non-target lesion in the prox lcx was treated with a taxus express stent. The pt was discharged on aspirin and clopidogrel. In 2009, the pt was admitted for follow-up due to complaints of intermittent chest pain with and without exertion. It was noted the pt has noticed swelling of her feet and that her sugars have "been a bit high". The pt was instructed to return in one week for cardiac catheterization. On 1729 days post index procedure, 72.4% restenosis of the mid rca was treated with a 2.75 x 28 mm non bsc stent with 0% residual stenosis. A 90% restenosis of the non-target vessel in the distal lcx was treated with a 2.5 x 12 mm non bsc stent with 0% residual stenosis. The pt had acute anemia, due to recent chemo treatment for breast cancer and received packed rbc. The pt was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.